Event description:
The customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. The leak was described as about 1 cc of clenz which leaked below the mix chamber and was contained within the instrument. The operator was wearing personal protective equipment of gloves, goggles and gown. There was no report of exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and found clenz leaking from the probe intermittently during shutdown. The fse replaced the probe wash block and performed probe collar alignment to resolve the issue. Daily checks, latron, 6c and reticulocyte quality control samples, and reproducibility were all within specification. Identified failure modes: attributed to the probe wash block. No erroneous results were generated in connection with the reported event. Upon recur, the failure mode identified will likely cause erroneous results due to sam assembly fails to wash inside of probe and rinse aspiration path. Evaluation of product labeling: per dxh800, software rev. 2.0 / dxh600 rev 1.0 IFU. Pn (B)(4) warnings and precautions: beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).